Manufacturer narrative:
(B)(4). The device is not available for investigation since it has been scrapped by the user after the operation. An effective investigation to determine the exact root-cause is not possible. A review of the manufacturing records show that all oxygenators with lot # 70087328 passed the testing performed during the manufacturing process. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that a perfusionist found blood leakage at the de-airing port level. No adverse clinical consequences were reported. Ref.: (B)(4).